Manufacturer narrative:
No patient was present. The maude report # (B)(4) contained no contact information to request additional information. Device manufacture date was unknown as no lot number was provided. The device has not been returned to the manufacturer. Should new information become available, a follow-up report will be submitted.

Event description:
Medtronic received maude report# (B)(4) from FDA by mail on (B)(4) 2011. The report was anonymous with no account, asset, or contact information. Reported event: no patient to report. The medtronic navigation set contains a 6.5 tap. The lumen is as small as the size of a small needle. There is not a rigid brush to brush it out. The manufacturer does not provide one or a suggestion for one. This instrument is used with bone. Bone becomes impacted in the small lumen making extremely difficult to clean.